Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had constant audio tone. The customer's blood glucose level at the time of incident was 185mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a constant tone and a frozen screen due to a faulty component on the mother board. Unable to verify the button keypad anomaly or perform the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the constant tone and frozen screen. The pump had a cracked reservoir tube lip and minor scratches on the display window.